Manufacturer narrative:
The technician stated that the account did not want to repair the bed at this time so it was taken out of service.

Event description:
The technician alleged the side rail will not lock in place. No patient impact.